Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a start sensor message occurred. It was indicated that alternate site insertion occurred which is off label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The reported event of the a start sensor message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.